Manufacturer narrative:
B4:30jul2021. Additional information was received indicating that the reported issue was not with the blower; it was the vibration-proof ring. The international service engineer adjusted the position of the vibration-proof ring to resolve the noise issue. There was no device malfunction. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on this information, it has been concluded that this is not a reportable event. Based on this information, it has been concluded that this is not a reportable event.

Event description:
It was reported to philips by a customer that a noise was coming from the unit. Based upon the information provided, the device was not in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a international service engineer. Upon further inspection and review of the device and diagnostic report, the customer was bothered by operational sound and compared with other devices, reported that it was apparently loud. The unit was run in the hospital then the reported phenomenon was confirmed. A circuit was replaced and the unit was run but the phenomenon was not improved.